Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4) , implanted: (B)(6) 2015, product type: lead. (B)(4) .

Event description:
The patient reported via the manufacturer representative (rep) that he was feeling stimulation on the right side, but wanted more on the left. Reprogramming occurred. Amplitude was increased on the left lead and there was no response. Impedances were checked. The patient denied any falls or trauma, but had a very active lifestyle. He worked on his farm weekly and had been tubing behind a boat over the summer. Impedances were greater than 10000 ohms on electrodes 0, 1, 3, 4, 7, 11, and 13. Thepatient had bilateral coverage on the 8-15 lead and was pleased with the coverage so no further action was planned at this time. The issue was not resolved at the time of this report. The patient was alive with no injury and no surgical intervention occurred or was planned. Relevant medical history included spinal pain. No follow-up was required.